Event description:
The customer reported to vyaire medical that the vela ventilator has vent inop/inoperable. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit narrowed it down to bad turbine and the turbine was replaced. Fsr calibrated exhalation flow transducer and run exhalation valve calibration. Performed uvt (user verification tests) all tested ok according to factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.